Manufacturer narrative:
Two opened and used sensors were inspected and a visual inspection was performed and found that the tip of the cannulas were bent. The insertion needles passed per specification. It could not be confirmed that the customers received the sensors damaged due to the customer returning the product opened and used. The adhesive anomaly could not be confirmed due to the sensor being opened and used.

Event description:
It was reported that the customer had multiple issues with his sensors. Lost sensor error and weak signal messages were received on one of the sensors, one of the sensor adhesives did not stick, and there was blood in the chamber after a third sensor was inserted. It was advised to remove the bloody sensor in order to avoid malfunction and getting blood into the transmitter. Some troubleshooting was performed for the communication errors, but the reporter did not wish to continue to completion. The customer's blood glucose was 452 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.